Event description:
Nurse found that the infant had small amounts of blood underneath him. When the infant was moved, blood was noticed coming out of the side of the umbilical catheter line. The baby only lost a couple ml of blood. The device was found to have a crack in the port.